Manufacturer narrative:
The date of event is estimated. The results, method and conclusion dates along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-02499. It was reported that the patient had respiratory issues during her drg trial. The patient was admitted to the emergency room where the hospital staff removed the trial.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.